Event description:
It was reported that the lever on the alignment tube will not capture the alignment rod.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned gii tibial alignment tube indicated damage and signs of wear from use. This device was manufactured in 1997. A functional analysis of the device found that the lever in worn and no longer holds rods as intended, confirming the stated complaint. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.